Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ipg pocket discomfort. As a result, the per the patient's request underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted. Patient is stable.